Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came in on (B)(6) 2013 to have the drug replaced in the pump. The situation was normal at that time. The next drug replacement visit was (B)(6) 2014. The patient realized the pump alarmed ¿two sounds¿ on (B)(6) 2013. The patient went to the hospital to have the pump checked. The pump was interrogated and showed ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set¿. The pump had been alarming for 4 days. The patient denied being close to a magnetic field and denied ¿to be punched¿; but ¿the patient was treatment the fire pot after the product alarming¿. The pump could not be turned back on. Further troubleshooting was planned. It was later reported that the pump was delivering morphine (5mg/ml at 0.8994mg/day). The cause of the motor stall was unknown. Additional information has been requested, but it was not available as of the date of this report.